Manufacturer narrative:
No product has been returned for evaluation nor were x-rays provided to confirm the reported event. Potential adverse events and complications. "...as with any major surgical procedures, there are risks involved in orthopedic surgery..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) ;nonunion or delayed union..." "...patient education: the patient should be made aware of the limitations of the implant and potential risks of the surgery. The patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." Product remains in-situ.

Event description:
Approximately, two years ago, patient underwent a posterior spinal fusion procedure at t10-s2ai levels. On (B)(6) 2017, a revision procedure was performed due to a broken rod at l5/s1 levels. Reinforcement of the previously-implanted rods was performed by adding in-line rod connectors converting them to dual rods. No patient injury reported.